Manufacturer narrative:
The returned controller passed functional testing but fails visual inspection. The power port 1 connector was found loose from the controller housing, an internal investigation has been opened by the supplier to evaluate the controller loose connectors and implement corrective actions as required. A notification was sent to hospitals under fsca apr2016 was initiated on may 5th, 2016 to inform clinicians about this issue and to recommend that the connectors on patients' controllers be inspected on a periodic basis to check for the presence of this condition. Users are further instructed to exchange any controllers that are identified with loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of two reports (3007042319-2016-01555, and 01556) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of two reports (3007042319-2016-01555, and 01556) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient had both controller that had loose power connector at the controller by slipping out of the sealing ring (between connector and housing). It was also stated from the site that there was no loss of power during the event. Signs of damage were noted on the controller power port, but patient denies dropping the controller. An elective controller exchange was performed and it was stated that there were no effect on patient and the patient was doing fine the whole time. No further information available.